Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump power and estimated flows were increasing, after which low flow alarms and multiple pump off hazards occurred while the patient was connected to the power module. The events were associated with elevated powers. The patient was asymptomatic. The system controller was exchanged and no further alarms were reported.

Event description:
Additional information was received from (B)(4) stating: (B)(6) 2015 - pump stoppage, power increased to 20, patient placed on unground cable. On (B)(6) 2015 - 3 additional pump stoppages, unable to restart pump, driveline disconnected from controller, patient made cmo. Additional information also included indicated: did patient experienced a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis: yes. Thrombus event: signs or symptoms: abnormal pump parameters: yes. Thrombus event: event confirmed: no. (B)(4) also reported that the patient expired on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 4 years. (Calculated from the date of manufacture). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
(B)(4). The attached user facility medwatch report was received from (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.